Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / severe and constant pelvic pain") and genital haemorrhage ("heavy bleeding / bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("extensive menstrual bleeding"), abdominal pain lower ("cramping"), abdominal pain ("severe and constant abdominal pain"), back pain ("lower back pain"), dyspareunia ("pain during intercourse / pain after intercourse"), headache ("headaches") and alopecia ("hair loss"). The patient was treated with surgery (underwent an operative laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain lower, abdominal pain, back pain, dyspareunia, headache and alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dyspareunia, genital haemorrhage, headache, menorrhagia and pelvic pain to be related to essure. The reporter commented: plantiff is (B)(6). Patient never experienced such immense abdominal/pelvic pain prior to undergoing the essure procedure. Patient never experienced such extensive hair loss or menstrual bleeding prior to undergoing the essure procedure. Since the removal of the device, plaintiff (B)(6) symptomatology has completely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: fallopian tubes were occluded (B)(6) 2017: underwent imaging studies of her abdomen and pelvis: noted diagnostic abnormality of the abdomen or pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "severe and constant abdominal pain, lower back pain, extensive menstrual bleeding" added. Lab data, essure explant date and reporters added from summon. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / severe and constant pelvic pain') and genital haemorrhage ('heavy bleeding / bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("extensive menstrual bleeding"), abdominal pain lower ("cramping"), abdominal pain ("severe and constant abdominal pain"), back pain ("lower back pain"), dyspareunia ("pain during intercourse / pain after intercourse"), headache ("headaches"), alopecia ("hair loss"), hypothyroidism ("hypothyroid for 12 years"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity symptom"). The patient was treated with surgery (underwent an operative laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain lower, abdominal pain, back pain, dyspareunia, headache and alopecia had resolved and the hypothyroidism, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, dyspareunia, genital haemorrhage, headache, hypersensitivity, hypothyroidism, menorrhagia and pelvic pain to be related to essure. The reporter commented: plantiff is 43 year old. Patient never experienced such immense abdominal/pelvic pain prior to undergoing the essure procedure. Patient never experienced such extensive hair loss or menstrual bleeding prior to undergoing the essure procedure. Since the removal of the device, plaintiff garza's symptomatology has completely resolved. Discrepancy in essure removal date - as per previous pfs its (B)(6) 2017 while social media states that the patient had essure removed in jul (date and year unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: fallopian tubes were occluded. Diagnostic results: (B)(6) 2017 : underwent imaging studies of her abdomen and pelvis : noted diagnostic abnormality of the abdomen or pelvis. Concerning the injuries reported in this case, the following one were reported from social media report : hypothyroid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received : new event autoimmune disorder and hypersensitivity symptom were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / severe and constant pelvic pain') and genital haemorrhage ('heavy bleeding / bleeding') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("extensive menstrual bleeding"), abdominal pain lower ("cramping"), abdominal pain ("severe and constant abdominal pain"), back pain ("lower back pain"), dyspareunia ("pain during intercourse / pain after intercourse"), headache ("headaches"), alopecia ("hair loss"), hypothyroidism ("hypothyroid for 12 years"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity symptom"). The patient was treated with surgery (underwent an operative laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain lower, abdominal pain, back pain, dyspareunia, headache and alopecia had resolved and the hypothyroidism, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, dyspareunia, genital haemorrhage, headache, hypersensitivity, hypothyroidism, menorrhagia and pelvic pain to be related to essure. The reporter commented: plantiff is 43 year old. Patient never experienced such immense abdominal/pelvic pain prior to undergoing the essure procedure. Patient never experienced such extensive hair loss or menstrual bleeding prior to undergoing the essure procedure. Since the removal of the device, plaintiff garza's symptomatology has completely resolved. Discrepancy in essure removal date - as per previous pfs its (B)(6) 2017 while social media states that the patient had essure removed in jul (date and year unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: fallopian tubes were occluded. Diagnostic results: (B)(6) 2017 : underwent imaging studies of her abdomen and pelvis : noted diagnostic abnormality of the abdomen or pelvis. Concerning the injuries reported in this case, the following one were reported from social media report: hypothyroid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / severe and constant pelvic pain') and genital haemorrhage ('heavy bleeding / bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("extensive menstrual bleeding"), abdominal pain lower ("cramping"), abdominal pain ("severe and constant abdominal pain"), back pain ("lower back pain"), dyspareunia ("pain during intercourse / pain after intercourse"), headache ("headaches"), alopecia ("hair loss") and hypothyroidism ("hypothyroid for 12 years"). The patient was treated with surgery (underwent an operative laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain lower, abdominal pain, back pain, dyspareunia, headache and alopecia had resolved and the hypothyroidism outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dyspareunia, genital haemorrhage, headache, hypothyroidism, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff is 43 year old. Patient never experienced such immense abdominal/pelvic pain prior to undergoing the essure procedure. Patient never experienced such extensive hair loss or menstrual bleeding prior to undergoing the essure procedure. Since the removal of the device, plaintiff garza's symptomatology has completely resolved. Discrepancy in essure removal date - as per previous pfs its (B)(6) 2017 while social media states that the patient had essure removed in jul (date and year unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: fallopian tubes were occluded. Diagnostic results: (B)(6) 2017 : underwent imaging studies of her abdomen and pelvis : noted diagnostic abnormality of the abdomen or pelvis. Concerning the injuries reported in this case, the following one were reported from social media report : hypothyroid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media received: new event "hypothyroid for 12 years", reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / severe and constant pelvic pain") and genital haemorrhage ("heavy bleeding / bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("extensive menstrual bleeding"), abdominal pain lower ("cramping"), abdominal pain ("severe and constant abdominal pain"), back pain ("lower back pain"), dyspareunia ("pain during intercourse / pain after intercourse"), headache ("headaches") and alopecia ("hair loss"). The patient was treated with surgery (underwent an operative laparoscopy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain lower, abdominal pain, back pain, dyspareunia, headache and alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dyspareunia, genital haemorrhage, headache, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff is 43 year old. Patient never experienced such immense abdominal/pelvic pain prior to undergoing the essure procedure. Patient never experienced such extensive hair loss or menstrual bleeding prior to undergoing the essure procedure. Since the removal of the device, plaintiff (B)(6) symptomatology has completely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: fallopian tubes were occluded. On (B)(6) 2017: underwent imaging studies of her abdomen and pelvis: noted diagnostic abnormality of the abdomen or pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure devices was identified and all pieces were removed'), pelvic pain ('pain / severe and constant pelvic pain') and genital haemorrhage ('heavy bleeding / bleeding/ abnormal bleeding') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), heavy menstrual bleeding ("extensive menstrual bleeding"), abdominal pain lower ("cramping"), abdominal pain ("severe and constant abdominal pain"), back pain ("lower back pain"), dyspareunia ("pain during intercourse / pain after intercourse"), headache ("headaches"), alopecia ("hair loss"), hypothyroidism ("hypothyroid for 12 years"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity symptom"). The patient was treated with surgery (bilateral salpingectomy with the essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, hypothyroidism, autoimmune disorder and hypersensitivity outcome was unknown and the pelvic pain, genital haemorrhage, heavy menstrual bleeding, abdominal pain lower, abdominal pain, back pain, dyspareunia, headache and alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, device breakage, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, hypothyroidism and pelvic pain to be related to essure. The reporter commented: plantiff is 43 year old. Patient never experienced such immense abdominal/pelvic pain prior to undergoing the essure procedure. Patient never experienced such extensive hair loss or menstrual bleeding prior to undergoing the essure procedure. Since the removal of the device, plaintiff garza's symptomatology has completely resolved. Discrepancy in essure removal date - as per previous pfs its (B)(6) 2017 while social media states that the patient had essure removed in jul (date and year unspecified). Discrepancy noted in essure insertion date: (B)(6) 2013. Discrepancy noted in essure removal date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: fallopian tubes were occluded. Pathology test - on (B)(6) 2016: gross description: a. Labeled "bilateral tubes with essure coils¿ are two undesignated fimbriated fallopian tubes measuring 8.5 x 0.7 cm and 5,7 x 0.7 cm. The shorter fallopian tube has a 0.5 paratubal cyst and is inked black. Sections of both fallopian tubes shows no essure coils within the lumens or walls. Within the specimen container are two disrupted essure coils, measuring 11.1 cm x 0.1 cm to 0.3 cm in diameter and 19.4 cm x 0.1 to 02 cm in diameter. B. Labeled "endometria! Curettings and fibroid¿ is a 3.1 x 2.1 x 0.4 cm aggregate of tan soft tissue fragments and a few blood clots. Diagnostic results: (B)(6) 2017 : underwent imaging studies of her abdomen and pelvis : noted diagnostic abnormality of the abdomen or pelvis. Concerning the injuries reported in this case, the following one were reported from social media report : hypothyroid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure devices was identified and all pieces were removed'), pelvic pain ('pain / severe and constant pelvic pain') and genital haemorrhage ('heavy bleeding / bleeding/ abnormal bleeding') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), heavy menstrual bleeding ("extensive menstrual bleeding"), abdominal pain lower ("cramping"), abdominal pain ("severe and constant abdominal pain"), back pain ("lower back pain"), dyspareunia ("pain during intercourse / pain after intercourse"), headache ("headaches"), alopecia ("hair loss"), hypothyroidism ("hypothyroid for 12 years"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity symptom"). The patient was treated with surgery (bilateral salpingectomy with the essure removal). Essure was removed on 15-nov-2017. At the time of the report, the device breakage, hypothyroidism, autoimmune disorder and hypersensitivity outcome was unknown and the pelvic pain, genital haemorrhage, heavy menstrual bleeding, abdominal pain lower, abdominal pain, back pain, dyspareunia, headache and alopecia had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, device breakage, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, hypothyroidism and pelvic pain to be related to essure. The reporter commented: plantiff is 43 year old. Patient never experienced such immense abdominal/pelvic pain prior to undergoing the essure procedure. Patient never experienced such extensive hair loss or menstrual bleeding prior to undergoing the essure procedure. Since the removal of the device, plaintiff garza's symptomatology has completely resolved. Discrepancy in essure removal date - as per previous pfs its 15-nov-2017 while social media states that the patient had essure removed in jul (date and year unspecified). Discrepancy noted in essure insertion date: 29oct2013 discrepancy noted in essure removal date: 28dec2016 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: fallopian tubes were occluded. Pathology test - on (B)(6) 2016: gross description: a. Labeled "bilateral tubes with essure coils¿ are two undesignated fimbriated fallopian tubes measuring 8.5 x 0.7 cm and 5,7 x 0.7 cm. The shorter fallopian tube has a 0.5 paratubal cyst and is inked black. Sections of both fallopian tubes shows no essure coils within the lumens or walls. Within the specimen container are two disrupted essure coils, measuring 11.1 cm x 0.1 cm to 0.3 cm in diameter and 19.4 cm x 0.1 to 02 cm in diameter. B. Labeled "endometria! Curettings and fibroid¿ is a 3.1 x 2.1 x 0.4 cm aggregate of tan soft tissue fragments and a few blood clots.. Diagnostic results: (B)(6) 2017 : underwent imaging studies of her abdomen and pelvis : noted diagnostic abnormality of the abdomen or pelvis. Concerning the injuries reported in this case, the following one were reported from social media report : hypothyroid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received : event "essure devices was identified and all pieces were removed" added and reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.